Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were distorted, bunched and lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube and the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. After pre plain old balloon angioplasty (poba) was performed, a 20 x 2.25 promus premier¿ stent was selected to treat the lesion; however, the device was unable to cross the target lesion. When the device was removed from the patient, the stent was found to be lifted. The procedure was completed with a 2.25 promus premier stent. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. After pre plain old balloon angioplasty (poba) was performed, a 20 x 2.25 promus premier¿ stent was selected to treat the lesion; however, the device was unable to cross the target lesion. When the device was removed from the patient, the stent was found to be lifted. The procedure was completed with a 2.25 promus premier stent. No patient complications were reported and the patient's status was good.